Event description:
As reported, the olympus italy field service engineer was at customer site to install the device and after having carried out the various functional test, the processor was found not functioning. The display does not switch on, remains dark, no image. There is no patient involvement associated on this reported event. No user injury was reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.